Manufacturer narrative:
Patient information is unknown/not provided.

Event description:
The doctor reported that he used the retaining driver (rhd2.5) in several surgeries, and every time it did not release from the implant. The doctor confirmed that every time he could complete clinical procedures by disengaging the driver with great effort.

Manufacturer narrative:
An rhd2.5 driver was returned for investigation. A visual inspection revealed no damages that could have prevented the product from functioning as intended were identified. However, functionality test performed with a compatible fmt retrieved from finished goods indicated that the driver could not fit the fixture mount transfer.the complaint is confirmed. The rhd2.5 is a component of the tsvkit kit, manufactured by verdiam allied swiss. The manufacturing date used is the receiving/inspection date within the DHR for 63542171. A device history review was performed and one non-conformance was initiated against lot 63542171 on (B)(6), 2016 for diameter being outside of the under low limit (ull) specifications. The scrap was rejected and the remaining conforming parts were accepted. A product quality hold was issued for the affected lots within the lower level lot 63542171. A corrective action preventative action was opened to address the confirmed event. The CAPA was closed through the scar issued to veridiam allied swiss. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer® instrument kit system and driva¿ drills ¿ IFU 8874 rev 4-07/14 . IFU 8874 was reviewed. It contains rdh2.5 handling instructions. However, as the reported event was confirmed, CAPA through which the reported event is addressed was reviewed. CAPA was closed to scar for veridiam allied swiss. Scar addresses the reported device malfunction. The following root cause was identified through the scar: the confirmed event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. Hhe evaluation resulted in initiation of a market recall under internal recall number 2023141-10-04-2017-002-r. A complaint history search was performed using our complaint handling system. 29 (twenty-nine) complaints have been reported against lot 63542171 for the same issue. Appropriate escalation steps have been taken to further investigate the issue.